Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the pace/sense portion of this right atrial (ra) lead was surgically abandoned and replaced due to chronically high pacing thresholds. The lead revision took place during a scheduled generator change-out. No additional adverse patient effects were reported.